Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer reported a questionable albt2 tina-quant albumin gen.2 result for a patient sample on the cobas 6000 c (501) module. The initial albt2 result was 70.3 g/l and the repeat result was 42.0 g/l. The sample was rerun and the albt2 result was 41.4 g/l. The erroneous result was reported outside of the laboratory however there was no allegation of an adverse event. The albt2 reagent lot number and expiration date was requested but not provided. The field service engineer changed the sample probe and the c501 module performance was acceptable.